Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend regarding a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain and chronic low back pain. It was reported that the ins site has a huge knot where it's sore and oozes. It was reported that it was infected at one time. Family/friend reported they have to change out the gauze every 2-3 days. No further complications reported and/or anticipated at this time.